Manufacturer narrative:
The reported complaint of a ventricular fibrillation (vf) episode being unprotected was confirmed. Based on the information provided, it was determined that the episode was initially triggered as tachycardia, which is the classification used when considering storage priority even though the arrhythmia had accelerated to vf. There was already a saved egm for this trigger; thus, this episode was not saved. The device was performing per design.

Event description:
During a remote follow-up, a missing egm was observed from the device. Technical support was contacted, but no intervention has been performed at this time, the patient was stable.